Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000089-2007-00863, 6000093-2007-01216, 6000093-2007-01218 and 6000093-2007-00862. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred and the stent seemed "deformed." The initial procedure occurred in 2007. The physician noted that there was a thrombosis in the right coronary artery (rca), the left anterior descending (lad) artery and the left circumflex (cx) artery. Aspiration was performed and a taxus liberte 3.5x12mm bare metal stent was placed in the proximal rca, a non bsc 3.5x30mm stent was placed in the mid rca and another non bsc stent was placed in the distal rca, unknown size. No patient complications were reported. Four months later, the patient presented with thrombosis in the rca. The physician performed aspiration and angioplasty and then placed 4 taxus express2 drug eluting stents for treatment, a 3.5x28mm, a 3.5x12mm and two 3.5x32mm. Fluoroscopy revealed that optimal widening of the lumen and apposition of the stent were achieved. No patient complications were reported. Seven days post procedure the patient experienced chest pain and was diagnosed with thrombosis in the previously placed taxus stents. Initially aspiration was performed and then angioplasty was performed "again and again." An intra-aortic balloon pump was then placed and the patient was stable post procedure. The next day fluoroscopy was performed and the physician noted that the 3.5x28mm taxus stent was deformed. Ivus was then used and detected that there was not a thrombosis. A non bsc 4.0x12mm stent was placed to treat the deformed stent. Post dilation was done with a quantum maverick balloon, unknown size. No patient complications were reported.